Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was reported to the hospital after receiving a vibratory alert. High, out of range pacing lead impedance, loss of capture, and low sensing were observed. Pocket manipulation revealed noise. A small fracture was noted on the internal conductor. The lead was capped and replaced on (B)(6) 2016 during device replacement procedure. The patient condition was good.